Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding vaginal') in a 48-year-old female patient who had essure (batch no. 628058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test". The patient's concurrent conditions included rotator cuff repair, cervical polyp and bleeding genital. Concomitant products included famotidine since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain ("pain/ pelvic pain sporadic"), abdominal pain lower ("lower abdominal pain frequent") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In 2011, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, type: acid reflux") and alopecia ("hair loss"). The patient was treated with surgery (ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain lower, migraine, gastrooesophageal reflux disease, alopecia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, endometriosis, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were noted on right, seven coils noted on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number: 628058, manufacturing date: 2008/09, expiration date: 2010/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: quality-safety evaluation of ptc. On 11-sep-2019: pfs received : plaintiffs information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding vaginal') in a (B)(6) year old female patient who had essure (batch no. 628058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test". The patient's concurrent conditions included rotator cuff repair, cervical polyp and bleeding genital. Concomitant products included famotidine since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain ("pain/ pelvic pain sporadic"), abdominal pain lower ("lower abdominal pain frequent") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In 2011, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, type: acid reflux") and alopecia ("hair loss"). The patient was treated with surgery (ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain lower, migraine, gastrooesophageal reflux disease, alopecia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, endometriosis, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were noted on right, seven coils noted on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Case become incident. Lot number added. Event injury nos replaced with new vents: pain/ pelvic pain, lower abdominal pain, abnormal bleeding vaginal, menorrhagia, migraines/ headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, gastrointestinal or digestive system condition, type: acid reflux, hair loss, plaintiff did not underwent an essure confirmation test were newly added. Reporter information updated. Patient demographic information updated. Essure start date updated. Other relevant history updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.